Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 2 years to 5 months over the course of 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 2 years to 5 months over the course of 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The device has not been received for analysis. If there is any further relevant information, this report will be updated. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. Analysis identified that the battery voltage dropped faster than normal. The battery premature depletion was related to a supplied battery component.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 2 years to 5 months over the course of 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.